Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional details about the circumstances surrounding the death have been requested and not yet made available. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found in the data that was reviewed. Additional information came in to suggest the alerts sent were due to an agonal rhythm and no device failure is now suspected. The aware date changed to (B)(4) 2012 according to the additional information that has been received with the device.

Event description:
It was reported that the patient with this internal defibrillator system had expired. The patient had received multiple shocks for ventricular tachycardia which were successful for a short time in converting the rhythm each time. The patient went into what was described as a non-shockable, agonal rhythm. While in this last episode, it was noted that some short intervals indicating possible oversensing were observed on the electrogram by the physician. The cause of death is listed as a cardiac arrest. The details surrounding the death have been requested and not yet made available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional details about the circumstances surrounding the death have been requested and not yet made available. Evaluation summary: (B)(4). The device was returned, analyzed, and analysis revealed no anomalies were found. We did receive performance data collected from the device and have analyzed the data. No anomalies found in the data that was reviewed. Additional information came in to suggest the alerts sent were due to an agonal rhythm and no device failure is now suspected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional details about the circumstances surrounding the death have been requested and not yet made available. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found in the data that was reviewed.